Event description:
(B)(4): upon inspecting a returned surgical light head, evidence of burning/charring was observed on the printed circuit board. There was no reported pt involvement and no adverse consequence reported.

Manufacturer narrative:
There was no reported pt involvement, therefore, no pt data exists. Evaluation summary - the original reported issue from the customer was for one of the visum led surgical light heads was not powering on. A stryker field service representative visited the user facility and verified the non-functioning surgical light head. The light head was replaced and the malfunctioning product was returned to the manufacturer. Upon evaluation and inspection of the returned light head, it was noticed that there was evidence of minor burning on the printed circuit board. There was no report of smoke or fire from the customer. This was only noticed by the manufacturer upon inspection of the returned light head. At this time, the investigation is still ongoing and a root cause as to the reason for the burn marks on the pcb has not yet been fully determined.